Event description:
Thunderbeat handpiece used by surgeons during surgery under supervision of vendor. Surgeon activated seal mode on handpiece with no tissue betweeen the prongs. Handpiece then unable to function. No affect on patient.